Event description:
It was reported that an ilet user experienced a severe low blood glucose after announcing a usual meal size for a dinner with minimal carbohydrates, leading to hypoglycemia that required paramedic assistance and treatment with oral glucose. The user interface and meal announcement process were implicated as the context, and the issue was characterized as an incorrect size meal announced in relation to actual carbohydrate intake. Symptoms included hypoglycemia with confusion/ disorientation, shaking or tremors, and hot flashes or flushing. Outcomes included an unexpected medical intervention in the form of medication administered by first responders, with no hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcements, not a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.